Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the complete atrioventricular heart block is unknown; however, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(6) case registry, the patient developed complete atrioventricular block (cavb) on postoperative day (pod) 7 of the transfemoral tavr procedure for a 23mm sapien 3 valve and a permanent pacemaker (ppm) was implanted. Balloon aortic valvuloplasty (bav) was not performed prior to the valve implantation. The valve was implanted in a final 80:20 aortic/ventricular (a/v) position with nominal volume.